Manufacturer narrative:
The device was not returned. The device's multi-function cable was removed and returned. Testing of the device did not duplicate the malfunction; however an open within the cable was found which could have contributed to the customer's complaint.

Event description:
During a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement.